Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient turned stimulation off 2 months ago. The patient said the stimulator does not work and it was not providing pain relief. No further complications were reported.